Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 508 mg/dl. Cause was not known. The customer did not address their bg at the time of troubleshooting. The customer continued to use the pump for insulin therapy.